Event description:
Patient presented to physician with pain in area of sensor lead. The sense lead was found to be perpendicular to the serratus muscle instead of parallel, causing the patient's pain. The lead was surgically repositioned on (B)(6) 2020, resolving the patient's issue.